Manufacturer narrative:
The subject product was returned for evaluation and confirmed for fluid ingress into the battery housing. Evaluation found a fluid leak coming from the outer sleeve, bottom shroud joint. The uv adhesive placed to bond the components together allowed saline into the battery compartment. As received, there was corrosion of the battery compartment components. Root cause is assessed to be manufacturing related. A review of the manufacturing records was performed and found that the lot was manufactured to specification. This is the first report of a lead from the bottom shroud/outer sleeve assembly for the hydrosurg product family in the past 24 months and the first reported complaint for the 1440 units manufactured in november of 2018. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an unspecified laparoscopic procedure while using a hydrosurg plug irrigator, it was leaking irrigation fluid from the bottom of the battery housing/pump assembly of the device. The operation room staff exchanged the device for another hydrosurg irrigator and completed the case. As reported, there was no patient or user injury/harm.